Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s device upgrade procedure the right ventricular (rv) lead exhibited twos (t-wave oversensing) during biv (bi ventricular) pacing when connected to the new device. Programming changes were made. The next day check still showed twos and pacing inhibition. The rv lead was again reprogrammed as the physician feels the t-wave amplitude with decrease and twos will be eliminated over time. It was noted that the patient has had a av nodal ablation procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.